Event description:
The customer stated they had another event on (B)(6) 2011 on a sensor burn on a (B)(6) patient using one of the masimo disposable sensors (p/n (B)(4)).

Manufacturer narrative:
Our evaluation determined that the sensor had an open on the emitter circuit and as such was non-functional. The emitter would not light up. As a result, we were unable to perform the sensor skin temperature test. The sensor was evaluated to ensure there was no other damage or physical attributes that may have contributed to the reported issue. The reported injury most likely resulted from the use of a neonatal sensor that was small for (B)(6) patient being monitored. The user was contacted and appropriate instructions and clarification was provided to augment training they have already received and to ensure the proper use of the sensor was clearly understood.